Manufacturer narrative:
On 4/25/19, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt the device contained clear gel. No foreign material was observed within the device and gel was observed on the shell surface. During evaluation some creases were observed on the anterior aspect, also a rupture within crease was observed on the anterior aspect and the rupture was extending to the posterior aspect and shell abrasion was found within rupture, measuring 6.1 cm. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture within a crease and shell abrasion were found on the device. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel -filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Concomitant medical products: a gel mentor memorygel breast implant 225cc, catalog number 3507225bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a gel mentor memorygel breast implant 225cc and experienced rupture on the left breast implant. As result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 190cc on the left breast implant and with gel mentor memorygel breast implant 170cc on the right breast implant on (B)(6) 2019 .